Manufacturer narrative:
Concomitant medical products: catheter: model: unk, serial/lot#: unk. It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Raina, m. S., singh, r. P. Episodes of status dystonicus in children with cerebral palsy - underrecognized entity. Developmental medicine and child neurology. 2013:31. Summary: the objective of the study was to present a case series of four quadriplegic cerebral palsy children who had repeated episodes of status dystonicus which were misidentified initially as epileptic seizures. Reported event: third patient is a 16 year old girl who started with episodes of status dystonicus with stiffening of legs and clenching of teeth. She responded to increasing the dose of intrathecal baclofen and intermittent short courses of benzodiazepine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.